Manufacturer narrative:
(B)(4).

Event description:
A sentrant sheath was used in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the diameter of right access vessel (common iliac) was 12mm. Diameter of right bifurcated internal iliac vessel was 11mm. Minimum diameter of right external iliac vessel was 6mm. Length of right access vessel (common iliac) was 44mm. It was reported that during the index procedure and after the sheath was introduced in the patient¿s right side an excessive amount of blood was leaking from the hemostasis valve. No additional clinical sequelae were reported and the patient is doing fine.